Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scar or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's adhesive left a scar on the patient skin. It was also reported when the patient removed the pod' adhesive the skin would rip off as well. The patient did mention that they have ehlers danlos syndrome.